Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterilie lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician successfully completed a novasure endometrial ablation on (B)(6) 2014. The patient had a follow up appointment on (B)(6) 2014 and "was doing fine". The patient returned to the emergency room on (B)(6) 2014 complaining of "abdominal pain". A computed tomography (CT) scan was performed and the physician noted air in the uterus. "The patient was given antibiotics and sent home". On (B)(6) 2014, it was reported the "patient is feeling better today and the doctor still feels air in her abdomen. The doctor plans to keep her on antibiotics for 10 days and see her again after the course of antibiotics is done".